Event description:
An adhesive issue was reported with the Abbott Diabetes Care (ADC) device. The sensor prematurely detached and the customer was unable to obtain readings. The customer experienced hyperglycemia and went to a hospital, where they received unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.